Event description:
In 05, the lay user/patient contacted lifescan and alleged that her one touch ultra meter was in the wrong unit of measurement (mmo/l instead of mg/dl). At the time of troubleshooting, it was verified that this was not a new product. The patient provided a result of 6.1 mmol/l (110 mg/dl), which does not reflect serious injury. The meter was previously set in the correct until of measurement and the patient had not recently changed the units of measurement in the meter settings. She did not receive any treatment or medical intervention due to this issue. However, she was "frightened by the result." A replacement meter, control solution, and test strips were went to the lay user/patient.